Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "blunt / dull blades" (dull). The customer reported, the blades were blunt when the surgeon was making the main incision. No pt impact was reported. Additional follow-up info was requested.

Manufacturer narrative:
The customer's complaint history was reviewed, this is the first event reported regarding this issue for this facility. The device history records were reviewed and the lots were released based on alcon's acceptance criteria. Evaluation and root cause unable to determine how or when the blade became damaged. All knives are 100% inspected by trained operators. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, would be culled from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the functional quality of the product. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).